Event description:
There was no patient involved in this event. The 360p device is beeping and flashing red.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturi ng and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on (B)(6) 2018. Upon visual inspection of the device the +ve terminal pogo pin was found to have failed. Under closer inspection it was determined that the spring of the pogo pin had failed, which had prevented the pin from springing back fully into position. The failed pogo pin spring had resulted in an intermittent connection from the device to the pad-pak, resulting in voltage fluctuations throughout the device memory and the low battery fails recorded in the history log. The user would have been alerted with ¿warning, low battery¿ prompt and flashing red status indicator and failure chirp as per the reported fault. The fault could not be replicated with a new +ve terminal pogo pin fitted. This would confirm a failure of the +ve terminal pogo pin. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigatio n, therefore this device shall be scrapped and replaced with a sam 360p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. The 360p device is beeping and flashing red.